Event description:
It was reported that the patient presented in the emergency room with pocket stimulation. During device interrogation the device was observed to be in back up vvi mode. A device download was performed successfully. The patients symptoms abated after device function was restored. Patient monitoring will continue.